Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain five of six of peritoneal dialysis therapy. During troubleshooting, there was a possible loose connection between the patient line of the homechoice cassette and the transfer set that led to this alarm; further described as patient was not sure about the connection from the transfer set to the patient line. All the connections were properly tightened before therapy started. Renal therapy services (rts) assisted the hp to remove the supplies and advised them to perform a manual drain. Rts reviewed proper procedures per the user manual with the hp. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a possible loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.